Event description:
The dealer states the 90 degree footboard is bent forward and down, the chair will roll about 1 to 2 inches when brake is on, then intermittent wrench flash that the dealer could not duplicate.